Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) >600 mg/dl and insulin injections were administered to address bg. Customer changed out the infusion set multiple times; no bent infusion set cannulas were observed. Pump system check with tandem technical support (cts) found the pump to be functioning as intended. Customer reported to have used fiasp insulin in the cartridge. Cts informed the customer the insulin type was not labeled for use with the pump. Reportedly, the customer changed the pump supplies and discussed the event with a healthcare provider.